Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed to evaluate the assay performance of lot 18069m500 and met acceptance criteria. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. On (B)(6) 2013, the patient generated a ca 19-9 result of 237.12 u/ml. The patient was retested on (B)(6) 2013 and a ca 19-9 result of 10 u/ml was generated. There was no adverse impact to patient management reported.